Event description:
Was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. System check was started with tandem technical support (tts) however customer was unable to complete the check. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.